Manufacturer narrative:
One fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; leakage was found in solvent bond between the lumen tube and end cap. Four samples were taken of our inventory, and leakage was detected in the solvent bond between the tube and connector in all samples. The reported customer complaint has been confirmed with the problem source being manufacturing.

Manufacturer narrative:
Device evaluation in progress. (B)(6).

Event description:
It was reported that fluid was leaking from the level 1 trauma fast flow disposable. This product problem was discovered during a pre-use check. No patient injury or complications were reported in relation to this event.